Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had watchdog timeout alarm. The blood glucose level of the customer was 9.8 mmol/l. The customer stated that the insulin pump stopped functioning after the alarm. The customer was able to clear the alarm and they reset the insulin pump. The customer was unable to clear the battery out limit alarm due to the rest of insulin pump. The insulin pump will not return for analysis.